Event description:
Additional information received as previously reported that the physician nicked the patients bowel and bladder and "closed her up". It was indicated that the patient stayed home for 5 days and was hospitalized for 2 months. The patient had also lost some of her h earing. Since then, the patient had a second pump placed. According to the manufacturer device registry, the drug delivered via pump was morphine.

Event description:
It was reported that the patient experienced weight gain and muscle spasms in the vagina and ¿it goes down my leg¿.

Event description:
Additional information: it was reported that when the first pump was put in the patient's bowels were "cut," that the patient "couldn't use her leg" and was paralyzed for six months. It was also noted that the patient used to have morphine in her pump but then she "realized" that she was allergic to it. It is unclear when the morphine issue occurred. The device system was used to infuse prialt and dilaudid. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) "couldn't use her leg" "patient's bowels were cut"

Manufacturer narrative:
Product ID 8835, lot# serial# (B)(4), implanted: explanted: product type programmer, patient product ID 8709sc, lot# serial# (B)(4), implanted: (B)(6) 2010, explanted: product type catheter. Product ID 8709sc, lot# serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2010,product type catheter. (B)(4).

Event description:
It was reported that the patient had urinary incontinence since her first pump was implanted. The patient was told that during the procedure her nerves to her bladder/bowel were cut. The patient had seen an urologist. The device system was used to deliver prialt and dilaudid. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).